Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin trace pointers were invalid and history pointers failed the history pointers are corrupted error. It was reported that they were able to clear alarm, received request to rewind pump, completed rewind, but self test failed and received pump error power supply test failed error during self-test. Customer also stated the buttons are laggy, getting stuck and numbers were still scrolling on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Software version4.11d. Retainer black. Customer returned the device for alleged unresponsive buttons, pump error 68, 49, and 75 alarms found on 11/23/2021. Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, keypad voltage test, and the displacement test however, pump error 75 alarm triggered during the self test and unexpected unsafe shutdown after the battery was removed. Successfully downloaded the trace or history files using thus. All buttons functioned properly during testing. A review of the downloaded history files shows that at 10:00 and 14:00 on 11/22/2021 there were two power error 25 alarms and at 16:11 there was one pump error 75 alarm had occurred. Further review of the history files shows on 11/22/2021 there was also three pump error 68 alarms two at 10:02 and one at 17:57) and four pump error 68 alarms two at 10:02 and two at 17:26 indicating that the device experienced unexpected unsafe shutdowns. Device was cut open to perform visual inspection. Moisture damage was found on the electronic assembly with corrosion on the and connector on electrical board. No damage or moisture damage found on the keypad assembly. The corrosion has caused the (lithium backup battery) connector to brake off of electrical board 1 causing the unexpected unsafe shutdown, pump error 25, 75, 68, and 49 alarms. The following were noted during physical inspection: scratched case, stained keypad overlay, broken belt clip rails, pillowing keypad overlay, and battery compartment cracked at the corner of the belt clip rails. Unexpected unsafe shutdown, pump error 25, 75, 68, and 49 alarms are confirmed due to corrosion causing the (lithium backup battery) connector to brake off of electrical board 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.